Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that upon insertion of the lens into the patient¿s right eye the front haptic was noted to be bent back towards the optic. The lens was removed and replaced intra-operatively with a same model lens. Reportedly, the incision was enlarged to remove the lens. Suture was placed as part of standard procedure. Patient current prognosis described as ¿excellent prognosis, no additional treatment.¿

Manufacturer narrative:
The lens was returned for analysis. Visual inspection found both haptics bent. Cause of damage could not be determined. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined. However, user related factors, such as loading or handling techniques, and/or procedural factors, such as lens and inserter interaction, might have contributed to the event.